Event description:
"Patient deceased 2 weeks post-procedure. Email received from (B)(6), terumo aortic, endovascular consultant on (B)(6) 2019: the patient suffered an acute type a aortic dissection involving the ascending aorta and arch.[?] A root sparing ascending aortic replacement with graft extending from the sinotubular junction to the ascending aorta, as well as thoracic endovascular stent graft repair with stent graft extending from the distal arch to the mid descending thoracic aorta were performed.the dissection extended down the descending aorta to include the celiac trunk and sma. The primary entry tear was treated with the procedure but flow still existed in the false lumen through fenestrations. Complications with small bowel ischemia followed, noted by rising lactated levels and cta showing no opacification of sma. The event was not device related." Patient outcome: "death."

Event description:
"Patient deceased 2 weeks post-procedure." Patient outcome: "death."